Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Patient is status post op total knee replacement (B)(6) 2016. Patient was suspected for infection. He was brought the or for a washout and poly exchange. No apparent signs of infection. Procedure was completed successfully.